Event description:
It was reported that revision surgery was performed due to pain and infection.

Event description:
Patient had been doing well until shortly before revision when he presented with pain. It was discovered that he had contracted gangrene in his hip joint, which was likely due to drug use. Prosthesis was removed and a spacer was implanted. The surgeon does not fault the device.